Event description:
The customer contact reported that during testing at the user facility it was noted that the device door roller and door roller pin were missing. There were no reports of any adverse pt events or delays in the critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field svc engineer preformed testing and investigation at the user facility. During testing, it was noted that the device door roller and door roller pin were missing. As indicated, this device has been identified as part of a prod recall. This report represents all the info known by the reporter upon query by hospira personnel.